Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the image of the scope is blurry. No further information was provided by the hospital. The hospital did not report any patient complications.